Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed, de-novo target lesion was located in the calcified and moderately tortuous left external iliac artery. The 2mm x 20mm x 143cm coyote es mr balloon catheter was used for pre dilatation. Upon the first inflation at 10atm the balloon ruptured after being inflated for 30 seconds. Another non-bsc balloon catheter was inserted but still the balloon ruptured at 10atm on its first inflation. The procedure was completed with a 4mm bsc peripheral cutting balloon catheter to 6atm. There were no reported patient complications and the patient status post procedure was listed as good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed, de-novo target lesion was located in the calcified and moderately tortuous left external iliac artery. The 2mm x 20mm x 143cm coyote es mr balloon catheter was used for pre dilatation. Upon the first inflation at 10atm, the balloon ruptured after being inflated for 30 seconds. Another non-bsc balloon catheter was inserted but still the balloon ruptured at 10atm on it's first inflation. The procedure was completed with a 4mm bsc peripheral cutting balloon catheter to 6atm. There were no reported patient complications, and the patient status post procedure was listed as good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received inside the coyote es shelf box with no other devices. The tip was damaged. The inner shaft was kinked adjacent to the proximal edge of the proximal markerband. The device was inflated to rated burst pressure (rbp) of 14 atm with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The reported complaint event was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).